Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the sensor. Customer's parent appropriately performed the procedure and injected the enlite sensor into the customer's body. The transmitter was connected to the sensor but the green light did not flash. The transmitter was disconnected and 15 minutes later, it was connected to the sensor again. However, the green light did not flash. Customer reported that when the sensor was removed, the electrode did not appear. The issue occurred although the injection procedure was appropriately performed. Analysis of the sensor was requested.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base and no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.